Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a low blood glucose reminder. Customer's blood glucose was 49 mg/dl. Cause and treatment were not reported. Multiple follow-up attempts were made by tandem technical support to obtain specific information; however, the customer did not respond.

Manufacturer narrative:
Quality engineering reviewed pump data and concluded the following: low blood glucose (bg) was not entered into the pump by the user on (B)(6)2019. Lowest bg recorded by continuous glucose monitor (cgm) was 54 mg/dl at 2:32 pm. Cgm alert 3 (cgm glucose reading below user threshold) and cgm alert 1 (cgm low alert) were annunciated. Personal profile was created at 10:01 am, then user set a temporary rate at 0% of basal insulin for 11 hours. Cartridge change sequence was completed at 10:27 am. User requested a 1 unit bolus at 10:40 am without entering current bg or carbohydrate gram values, then cancelled the bolus after 0.18 units had been delivered. Complaint could not be confirmed. If user did not disconnect during the ¿fill tubing¿ step of the cartridge change sequence, insulin would be delivered, and this could cause bg levels to drop. Making bolus requests without entering current bg could lead to a low bg event. It is possible the user¿s personal profile settings need adjustment. There is no evidence that the pump experienced a malfunction or failure.